Event description:
It was reported that patient presented for device check. It was noted that right ventricular leadless pacemaker (rvlp) exhibited inadequate capture and low pacing impedance. The rvlp was successfully retrieved and replaced with new rvlp. There were no patient consequences and patient was recovering.

Manufacturer narrative:
Correction: section b5 should have included premature ventricular contractions. Section h6 health impact clinical code should have included "arrhythmia".

Event description:
New information noted that patient presented in emergency room experiencing syncopal episodes. Premature ventricular contractions were noted and rvlp also exhibited intermittent loss of capture. Patient condition was stable after procedure.

Manufacturer narrative:
Reported events of failure to capture and low impedance were unconfirmed. Visual inspection of the device found no anomaly on the helix; the helix length was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Analysis performed, including impedance measurements and output verification, found no anomaly contributing to reported events of impedance problem or capturing problem.